Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 06/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 06/19/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a spaceoar placement procedure. During the procedure, the physician, with a resident present, placed a spaceoar classic device. Notably, the sphincter was observed to be unusually high, prompting the physician to adjust the needle placement to target the base and seminal vesicles. However, a subsequent computerized tomography (CT) simulation revealed that some of the hydrogel had inadvertently been injected into the prostate. Post-operatively, the patient experienced urinary difficulties, leading to urinary retention, necessitating the insertion of a catheter. A post-void residual (pvr) test showed a significant volume of 250cc. A recent magnetic resonance imaging (MRI) revealed that approximately 99% of the gel has migrated to the bulbar urethra, below the level of the gu diaphragm, with very little remaining in the prostate area.

Event description:
It was reported that a patient underwent a spaceoar placement procedure. During the procedure, the physician, with a resident present, placed a spaceoar classic device. Notably, the sphincter was observed to be unusually high, prompting the physician to adjust the needle placement to target the base and seminal vesicles. However, a subsequent computerized tomography (CT) simulation revealed that some of the hydrogel had inadvertently been injected into the prostate. Post-operatively, the patient experienced urinary difficulties, leading to urinary retention, necessitating the insertion of a catheter. A post-void residual (pvr) test showed a significant volume of 250cc. A recent magnetic resonance imaging (MRI) revealed that approximately 99% of the gel has migrated to the bulbar urethra, below the level of the gu diaphragm, with very little remaining in the prostate area.

Manufacturer narrative:
Correction to block b2 outcomes attrib to adv event and d4 model and catalog number. Block b3: the exact date of the event is unknown. The provided event date, 06/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 06/19/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.